Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years.  The explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis. The pump was returned assembled with the driveline severed approximately 2 inches from the pump housing and the remainder of the driveline was not returned. The outflow graft bend relief, bend relief collar, and severed portion of the outflow graft were also not returned. Upon disassembly of the pump, a thrombus formation was found surrounding the outlet bearing ball and partially occluding the blood flow path between all three stator blades. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its specific origin could not be conclusively determined. The areas of denaturation on the thrombus as well as the contact marks noted on the outlet portion of the rotor and the outlet bearing cup indicate that the thrombus was present while the pump was supporting the patient; however, duration of time for which it was present in the device could not be determined. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, its partial obstruction of the blood flow path could have contributed to the reported elevated hemolytic parameters. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient received a pump exchange due to an unspecified elevated hemolytic marker. Pump thrombosis and partial obstruction were suspected. No additional information was provided.